Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "upon power on there was a plunger not in place error" was duplicated during power up and in review of device event log. During visual inspection the plunger flippers are seen to be misaligned. The probable cause was due to improper reassembly of plunger assembly gears. The device will be repaired by realigning the plunger assembly gears. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported during power on there was a plunger not in place error. There was no patient involvement or harm.